Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's intra-atrial septum was considered floppy/aneurysmal. The position on septum with the non-bsc trans-septal needle was confirmed to be safe and away from the posterior wall on transesophageal echocardiogram (tee). The initial attempt with the needle did not puncture the septum, so the physician advanced the needle forward and punctured the posterior side of the heart and an effusion was noted via tee. The wire was left in the pericardium, and the transseptal sheath and dilator were pulled back into the inferior vena cava. The transseptal sheath and dilator never crossed the septum. The effusion grew from 5 mm to 8 mm then stabilized. The patients blood pressure, heart rate and effusion all remained stable throughout. After an hour of deliberation, the patient was sent to surgery for a subxiphoid pericardial window and the wire was removed. The laa is still open and the surgery was successful. Two days post procedure, the patient was stable and was being prepared for discharge.